Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient has pain at the device site and is unable to sleep on the same side of the device. Boston scientific technical services (ts) reviewed information from the remote home monitoring system and found that the device appeared to be working appropriate and had not recorded any episodes. Approximately six years later the patient still was having severe pain that they noted to be negatively impacting their quality of life and making it difficult for her to sleep. Subsequently the subcutaneous implantable cardioverter defibrillator (s-ICD) and electrode were explanted and replaced with a single chamber transvenous implantable cardioverter defibrillator (ICD). No additional adverse patient effects were reported.